Event description:
It was reported that the right atrial (ra) lead was attempted; however, the lead became wedged and the physician reported feeling "a conductor snap" when applying counter traction. The lead was removed and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the connector pin was bent, there was blood in/on the helix mechanism, and the lead was damaged at implant.